Event description:
Within several minutes of start of procedure, tip of topaz microdebrider with integrated cable wand broke off inside pt's foot. Dr had to make an incision to complete the procedure. Reason for use: plantar fasciotomy.